Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Meter results were high last few days. Patient was found unconscious. Care giver believes meter results are higher than patient feels. Per sp, cn was found by daughter passed out.